Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that, during a primary procedure on a right femur, when drilling the k-wire trocar through the trocar sleeve, the k-wire became stuck in the sleeve and could not be removed intra-operatively. The construct was removed and another sleeve was used with another k-wire to complete the procedure successfully with a surgical delay of approximately 5-10 minutes. No adverse consequences reported.